Event description:
A home dialysis patient (lived alone) in (B)(6) was found deceased and still connected to the machine. Based upon the dialysis notes for the treatment, inspection of the machine and the appearance of the patient and equipment, the evidence suggest the patient had completed an uneventful treatment and began the rinseback of blood and expired sometime during this process. Cause of the patient's death remains unknown; however, according to the general practitioner the cause of the death was renal failure with cardiac event. There is no data suggesting causality with any of the involved gambro products. The polyflux dialyzer was discarded and not available for inspection.

Manufacturer narrative:
A gambro polyflux 210 h dialyzer was used in a home patient dialysis treatment. The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. (B)(4). Gambro performed a complaint history file check. No further complaints were reported for this lot number.